Event description:
Attorney alleges plaintiff's claim is for damages suffered as a result of being implanted with breast implants containing or consisting of silicone, silicone gel, and/or elastomer of silicone.